Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the backup battery to address this reported event. The field service engineer also observed a power failure alarm, and ordered a replacement power supply to address this found event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a battery issue. It was not known when this event occurred. There was no allegation of harm associated with this report.